Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. Twiddle's syndrome was suspected. This lead was successfully replaced. No additional adverse patient effects were reported.